Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in clinic during follow-up, device was found to be in backup vvi. A device download was performed successfully. Patient will be followed up normally.